Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred two to three minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was not visually observed. A blood test strip was used and tested positive for the presence of blood. It was confirmed that the machine, a fresenius 2008k, alarmed appropriately with a blood leak alert. No damage was identified on the dialyzer. Fresenius bloodlines were being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 ml. Follow-up with a registered nurse (rn) from the facility confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was reportedly available to be returned for a manufacturer evaluation.

Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.